Event description:
It was reported this tracheobronchial graft was successfully placed in the popliteal artery during a multiple graft popliteal aneurysm procedure. The pt returned to the user facility 2-3 weeks following placement experiencing pain. An angiogram revealed the graft was thrombosed. A bypass procedure was successfully performed. The pt's condition is good and has since been discharged. The device remains implanted. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, popliteal artery aneurysm procedure. Co's f/u indicated this pt was very hypercoagulable and was being treated for this condition. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "the wallgraft tracheobronchial endoprosthesis is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted."